Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was tissue on the helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the attempted implant procedure, the distal end of the coil appeared to be crinkled and the proximal end appeared to be pushed down the lead. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.